Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on the scope mount, the free lock lever and the electrical contacts of the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had white burn-like image. The issue occurred during sedation ) for a therapeutic guided ultrasonics procedure that was delayed less than 30 minutes and was completed with the same device. There were no reports of patient harm.